Event description:
It was reported that (1) device was used during a hemiorrhoidectomy. It was reported by the affiliate that the pph01 instrument was used. The patient experienced an anal fissure that was probably device related. Also an anal stenosis was experienced, which does not usually occur in such a procedure. The number of patients involved is unknown at this time and info is limited due to the surgeon is on vacation. More info will be forthcoming when surgeon returns.